Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had an order were not crossing from station. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event

Manufacturer narrative:
The following field had been updated with additional information: h6 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the orders were not crossed. A technical support specialist connected to the cce and identified example orders. It was found that the medication value appeared in the pv1.3.4 field, whereas the number 3 should have been sent to correctly route the orders to the appropriate patients in the system. The customer was advised to open a case with cerner. The host system was not sending admit messages as expected. Technical support specialist mentioned that customers first contact their it help desk, and if further support is needed, they open a separate case.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had an order were not crossing from station. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.